Event description:
It was reported that there was intermittent loss of capture of the left ventricular lead. The left ventricular output was increased. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.